Event description:
It was reported that on (B)(6) 2013: the patient was pre-operatively diagnosed with lumbar stenosis at l4-5 and l5-s1 with neurogenic claudication. Lumbar spondylosis. Morbid obesity and underwent the following procedures: l4 and l5 decompressive laminectomies. Posterior instrumentation, l4 to s1, with pedicle screws and rods. Posterolateral arthrodesis, l4 to s1, with local bone, donor bone, bone morphogenic protein. As per op-notes, ¿the transverse processes at l4-l5 and the sacral ala were all decorticated,30ml crushed corticocancellous allograft mixed with a small bmp sponge morselized within it with local autograft and a gram of vancomycin powder were applied to affect arthrodesis.¿

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2013, patient underwent posterolateral lumbar interbody fusion from vertebrae l4 to s1. Reportedly, the patient was implanted with rhbmp-2/acs in this surgery. The rhbmp-2 collagen sponge was placed outside a cage (i.e., transverse processes and sacral ala). Allegedly, "patient's post-operative period was marked by a period of improvement, followed by followed by onset of severe low back pain. Severe pain and symptoms ultimately compelled the patient to undergo a revision surgery on (B)(6) 2013."